Manufacturer narrative:
Trackwise # (B)(4). The lot # 25155474 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 08mar2021. An investigation was conducted on 23mar2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned outside of the cannula. Specks of blood were observed on the handle of the cannula. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw , but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. There was no resistance felt when inserting the harvesting device into the cannula. A mechanical evaluation was conducted on the c-ring. The blue toggle was manipulated to extend and retract the c-ring, with no physical or visual defects observed. The c-ring on the cannula was observed to be intact, no visual defects were observed. The harvesting device was observed to be intact, no physical or visual defects were observed. Based on the returned condition of the device, the reported failure "fitting problem " was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were unable to advance the hp2 tool through the harvesting cannula port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were unable to advance the hp2 tool through the harvesting cannula port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.